Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that post xience v stent implantation in a mildly calcified mid left anterior descending artery, there was some residual stenosis with a possible edge dissection. An unplanned xience stent was implanted to treat the event. On (B)(6) 2009, the patient experienced enzyme elevation, with no diagnosis of a myocardial infarction. On (B)(6) 2009, the patient was discharged. There was no additional information provided.